Event description:
The facility reported a high flow rate, found during biomed testing. The device was run with water at a volume of 200ml/hr and rate 50ml/hr for 6 minutes. The device read 22ml/hr rather than the expected 20ml/hr. There have been no incident reports filed since the ast baxter service event. No additional information.